Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient was calling for the instructions on how to clear the data because they hadn¿t written them down. Per the patient, their ptm (personal therapy manager) was sticking at 90% and they got retry and it was taking a long time to connect. The patient also reported seeing informational service code 353 (exit application - are you sure you want to exit the application?). The agent assisted the patient with clearing the data and the patient was able to connect to the pump very fast. The agent also assisted the patient with deactivating tutorial, closing out all apps, and provided instructions. It was noted that the troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.